Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-12794.

Manufacturer narrative:
This charger model number was included in a field correction. Manufacturer's eval: corrective and preventive action (CAPA). Result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was cable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all charger...